Event description:
An incident occurred while using the maxi 500 lift together with the loop sling ¿ padded legs. It was reported that the resident slid through the sling and fell, hitting their head on the floor. The resident subsequently passed away.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. The lift inspection revealed that the device was functioning correctly. The only observation was slight fraying on the spreader bar cover. The sling was found to be in good condition; however, it did not have head stiffeners installed. Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
An inspection of the maxi 500 (model km560101, serial (B)(6)), performed by an arjo representative, confirmed the lift functioned as intended. The only observation was minor fraying on the spreader bar cover, which was assessed as cosmetic and not contributory to the event. A review of the device history record (DHR) confirmed that the lift passed all required tests prior to release. The lift remains customer owned and has never been claimed to arjo. The sling used during the transfer was a loop sling with padded legs (model mla2000 m, serial (B)(6)). The sling was in generally good condition but did not contain head stiffeners. Per the sling instructions for use (IFU, 04. Sl.00-int1-a_11 from nov 2023), stiffeners must be removed before laundering and reinserted into the pockets after the sling has dried. The reason the stiffeners were not installed is unknown. A review of the sling DHR did not identify any manufacturing issues, and no previous complaints associated with this serial number have been identified. According to the manufacturer, missing stiffeners provide reduced head support but do not influence on the leg part and did not cause a patient to slide through the leg area of the sling. This conclusion is supported by an internal simulation demonstrating that compromised head support components do not lead to patient sliding or falling when the sling is applied correctly. Correct leg strap application and proper sling sizing are critical to preventing sliding during transfers. The IFU instructs users to cross the leg straps by pulling one strap through the other and provides warnings emphasizing secure attachment. Incorrect application¿particularly if the leg straps were not crossed¿could create an opening between the leg supports, enabling the resident to slide through the gap. Additionally, sling that is too large may allow excessive space around the hips and thighs, increasing the risk of sliding. In the analysed case, insufficient information was provided by the customer, preventing verification of how the sling was applied and whether the sling size corresponded to the resident¿s body dimensions. Three attempts have been made to obtain additional information, but no further details were provided due to the customer's internal confidentiality policies. The investigation will be updated if additional information becomes available. Sum up, the analysis suggests that the event is more consistent with use related factors (application technique or sizing). The investigation did not reveal any product malfunction that contributed to the event. The complaint was assessed as reportable due to an allegation that the patient fell from the sling and hit their head on the floor, which consequently resulted in death.

Event description:
An incident was reported in which a resident slid through the leg opening of a loop sling with padded leg sections while being transferred with a maxi 500 floor lift. The resident fell to the floor, struck their head, and later died.